Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (20 cfu/endoscope). The testing result cleared the (B)(6) guideline (alert level). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]: unspecified channels: enterobacter cloacae (>100 cfu). Distal end: enterobacter cloacae (>100 cfu). [Second time; (B)(6) 2021]: unspecified channels: klebsiella pneumoniae (>100 cfu). Distal end: klebsiella pneumoniae and acinetobacter ursingii (the total is >100 cfu.). [Third time; (B)(6) 2021]: unspecified channels: klebsiella pneumoniae and enterobacter cloacae (the total is >100 cfu.). Distal end: klebsiella pneumoniae, enterobacter cloacae and acinetobacter ursingii (the total is >100 cfu.). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with manual and a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was worn. The angulation was insufficient and there was play in the angulation control knob. Olympus medical systems corp. (Omsc) confirmed the reprocessing method by the user facility, but could not confirm any obvious deviation from the instruction manual. The exact cause of the reported event could not be conclusively determined. Omsc determined that the reported event was not caused by device origin, because the results of the microbiological testing conducted after reprocessing by the user facility were positive but the result conducted by the third party laboratory after reprocessing by (B)(4) cleared the french guideline. However the reported event may have been caused by the following: the user facility did not reprocess according to the instruction manual, and bacteria remained on the device due to insufficient cleaning. During the collection of the sample for the culture test at the user facility, various germs were mixed in the sample. In addition, at the user facility, the same or similar event as reported have occurred on the same device in the past. Omsc confirmed that the cause may be the device handling method, procedure, and usage environment of the user facility. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.